Manufacturer narrative:
This is an initial report from the MFR/distributor of the gliderite endotracheal tubes. The pt in question did not die from a result of the use of the endotracheal tube, rather the pt died from septic shock affiliated with multiple health issues.

Event description:
Monday, (B)(6) an incident occurred with a pt, at (B)(6), whom had been intubated with a gliderite tube. The staff was concerned that the tube/pt was experiencing a decrease in pressure, so an in line suction catheter (kimberly clark "ballard" type) was used, in conjunction with a gliderite endotracheal tube, in an attempt to clean out any possible obstruction within the tube or within the pt's airway. In less than an hour, the pt had deceased. Upon speaking with mr. (B)(6) (hosp risk mgmt officer), it was determined that the pt had died from septic shock. He was unable to give specifics lot number of the tube, however, he did state that it was a 7.5 mm. Verathon inc's gliderite endotracheal tube was not indicated as the cause of death, it was merely present during a routine medical procedure prior to the pt's death. (B)(6).